Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The customer states at the time of inspection, the power cable was found broken, the inner copper wires are exposed.

Manufacturer narrative:
Submit date: (B)(4) 2012. A review of info in the complaint file indicates this investigation was performed by a covidien international service center. Info in the complaint file states the inner wires of the power cord were found slightly exposed; therefore, the reported condition is considered confirmed. A review of the photo sent by the service center identified the root cause of the damaged power cord to a cut through the external sheath protecting the inner ac wires exposing the internal wires, attributed to rough handling. The exposed wires present a hazardous condition to the user and should be replaced and disposed of immediately. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cord's resistance to ensure its electrical safety. The scd 700 was manufactured in 2012. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This info will be utilized for trending purposes to determine the need for corrective action.